Event description:
The manufacturer received information alleging half of the ventilator's lcd screen was not viewable. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. No repair of the device was done, the device scrapped per the customer request.